Manufacturer narrative:
A complete analysis and testing of the sensor showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
The customer reported that she had a low of 40 mg/dl, which she treated by eating. The customer also stated she received a calibration error on her insulin pump, waited an hour to check her blood glucose and received a change sensor notification. The bad sensor alert occurred after a second consecutive calibration error. Calibration protocol and the timing of calibrations leading to the alert were discussed. The customer was advised to remove and change out the sensor. Her blood glucose was 165 mg/dl. Nothing further was reported.